Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, while the orbit rdfl complex mini coil delivery system was in the patient, the hypotube kink, and the coil did not deploy. Another device was used without any patient complications.

Manufacturer narrative:
It was reported that the 4x10 orbit coil (638mf0410) failed to detach. Additionally, it was reported that during the procedure, while the orbit delivery system was in the patient, the hypotube kinked, and the coil did not deploy. Another device was used without any patient complications. The device was not returned for analysis. A review of the manufacturing documentation associated with final assembly lot 15116683 and coil subassembly lots 15111936 and 15110243 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The embolic coil attachment pull test and embolic coil detachment pressure, 637fm002 rev 15 were reviewed and anomalies were found during the manufacturing of this lot. Without the return of the device for analysis, no definitive conclusion can be made; however, the reported kinking of the hypotube during procedural use is an identified factor possibly contributing to the failure of the coil to detach. Kinking of the hypotube may prevent delivery of the required detachment pressure to release the coil. Based on the device history record review, there are no identified manufacturing issues related to the event; procedural factors possibly including vessel characteristics and device manipulation/handling appear to have contributed. Therefore, no corrective actions will be taken at this time.